Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The second sample from the first patient was diluted 1:3 for the second run, producing an estradiol value of 754 pg/ml. The first measurement of this sample was 1805 pg/ml, which is within the assay measuring range of 5 - 3000 pg/ml. Per product labeling: "samples with estradiol concentrations above the measuring range can be diluted with diluent multiassay. The recommended dilution is 1:10 (automatically by the analyzers). The concentration of the diluted sample must be > 881 pmol/l (> 240 pg/ml).". The investigation measurements on the e411 system are approximately comparable to the lc-ms/ms results.

Event description:
The initial reporter stated they received questionable results for 7 samples collected from four different patients and tested with the elecsys estradiol iii assay on a cobas e 411 immunoassay analyzer (serial number: (B)(4). The values were not consistent with the clinical symptoms of the patients. It was asked, but it is unknown if any questionable values were reported outside of the laboratory. The specific date of the event is not known as the testing date for one sample (sample 4) is unknown. Refer to the attachment for all patient data. Four of the samples were provided for investigation and these were repeated on a second e411 analyzer (serial number: (B)(4) on (B)(6) 2022. These same four samples were repeated with the lc-ms/ms method on (B)(6) 2022.

Manufacturer narrative:
Na.